Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced elevated blood glucose levels while using the cadd cleo 90 infusion set. The initial blood glucose level was 90 mg/dl, and at the time of the event it increased to 391 mg/dl. The patient had nausea but tested negative for ketones and did not require emergency medical services. A corrective bolus was given, but there was no reduction in glucose levels after delivery. On further investigation, the patient removed the infusion site and found that the cannula was completely bent, which likely prevented proper insulin delivery. The patient then replaced and rotated the infusion site and administered insulin using multiple daily injection (mdi) to correct the hyperglycemia. There was patient involvement but there was no patient harm.